Event description:
Revision surgery - the tibial polyethylene insert was worn. The surgeon replaced it with an ultra congruent insert for added stability.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 15.6 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one for debris, one due to wear, and one for pain. This is the first complaint for this lot number. The root cause for the instability was most likely due to a worn poly, the cause for the worn poly was not determined with confidence, although the length of time the device was implanted may have been a contributing factor. There is no information reported that showed a material, design, or manufacturing problem with the product.